Event description:
Clinical study. Same case as 6000093-2006-01731, 600093-2006-01733. It was reported that 40 days after the initial procedure, the pt experienced a non q-wave myocardial infarction (mi). Lesion 1 was located in the left main coronary artery (lmca). The physician successfully placed a taxus express2 8.8% 3.00x8mm drug coated stent in the target lesion. Lesion 2 was located in the proximal left anterior descending (prox lad) artery. The physician successfully placed a taxus express2. 2.50x24mm drug coated stent in the target lesion. Lesion 3 was located in the proximal circumflex (prox cx). The physician successfully placed a taxus express2 2.50x24mm drug coated stent in the target lesion. There were no reported complications. The pt was discharged 7 days after the procedure on aspirin. At 40 days, after the initial procedure, the pt experienced a non q-wave mi. The pt was admitted to the emergency room with what was found to be in acute respiratory failure requiring intubation with flash pulmonary edema. After admission, it was determined she had suffered a non q-wave mi which could be treated medically. She was weaned off the ventilator and transferred to a regular nursing unit and eventually discharged to the care of her physician.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.